Manufacturer narrative:
(B)(4). The set screw was unable to torque down and secure the test lead due to the set screw being backed-out of the socket. The set screw was removed and re-inserted. The torque driver was used to tighten the set screw and secured the test lead normally. An anomaly was not detected with the lv set screw. It is believed that the set screw was backed-out at the time of the event. This would prevent the torque driver from tightening the set screw. (B)(4).

Event description:
Once the physician relocated the lead during the procedure, the lead would not screw into the device header. To resolve the issue, the ICD was explanted and replaced.